Manufacturer narrative:
The technical support has requested the customer to return the suspect device to the (B)(4) facility for repair and further investigation. At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
He customer reported that the bellavista 1000 experienced fio2 failure during patient use. However, the customer also confirmed that there was no harm or injury that was associated with the event.